Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. It was reported that the pump was alarming. The reporter was unable to give any specifics about the alarm. Attempts to reach the reporter for further details and clarification were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation of the device not working per specifications.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the black box showed multiple occlusion alarms. The force at the time of the occlusions was high. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no occlusions occurred. The force sensor calibration test confirmed the sensor was detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.